Event description:
During a procedure for adhesiolysis and a salpingo-oophorectomy, the shears which were connected to the cautery and set at a 10-10 bent began to spontaneously coagulate. Within a two second period, blanching of the sigmoid serosa was noted. A serosal patch was employed. Cautery checked by bioengineering and problem could not be duplicated. Physician feels unit malfunctioned. During recovery period, pt experienced a weight loss and an inability to ingest moderate amounts of food. At one point was going to consult a gi specialist, but as of 12/3/96 has not done so, as she has noted a subjective improvement.